Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issues of leakage and molding defective were confirmed upon inspection of the sample. Analysis of the sample showed it was used and missing a vent plug. A dent mark was observed on the luer adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Current controls include a 2 hourly in-process visual inspection for damaged components, a catheter air-water leak test and flashback test to check any leaks on the nexiva product assembly. User mentioned that the vent plug was removed, and leakage occurred when the blood collection holder was inserted do to blood collection. As per IFU, it indicates that to remove the vent plug and secure attach bd q-syte device or end cap to luer adaptor. However, as it is not possible to confirm how the product was being handled, a definitive root cause cannot be determined. For the dent on the luer adapter, it could have been caused by the usage of the blood collection holder during insertion. The luer adapter process had been checked and there is no record for failure in the visual inspection.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y leaked and had a molding defect. It was reported that immediately after nexiva puncture, the plug was removed and a blood collection holder with a luer tip, end point was connected, and blood leaked out from the connection. After removing the blood collection holder and reattaching the q-sight, there was no blood leakage, so the patient was flushed with a saline solution and the original sample was collected. The q-sight was removed and a visual inspection of the inside of the nexiva female luer revealed a dent on the inside of the luer.